Manufacturer narrative:
Evaluation summary: one sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. Information has been added to the database and trends will continue to be monitored. Correction: (facility name, address, phone #). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report stated that a n560 unit had missing segments in the display. There was no patient involvement in this event.